Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky alarm). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the reported issue. The suspect device has not been returned for evaluation. Log file analysis tool has been utilized. The reason for alarm 401 is "error 4" which means too low of unstable blower pressure. This means that alarm 401 is only a consequence of the blower failure. Software v6.0.1400.0 was installed at the time when the alarms started to trigger. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage to the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.